Event description:
Allegedly the patient's neck of his hip prosthesis broke while the patient was getting into his car.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in germany.